Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent emergent endovascular repair of a thoracic aortic aneurysm rupture using two gore® tag® thoracic endoprostheses ((B)(4)). The patient tolerated the procedure without endoleaks present. On (B)(6) 2010, the patient expired due to the recurrent aortic aneurysm rupture. Additional information has been requested.